Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 24-dec-2021. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing for the lot met the acceptance criteria found in (B)(4) - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant ph results of 7.06 & 7.36 on a patient with cornary artery disease. There was no patient information or testing times available at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # b)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.